Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure there was a sudden drop in the IV pole, erratic phacoemulsification power and increased aspiration. The patient experienced an anterior chamber collapse. The procedure was completed as planned after rebooting the system. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The customer reported that ¿during quadrant removal, the bottle holder suddenly dropped from 90cms to 0cms causing the anterior chamber (ac) to collapse. The procedure was listed as a cataract removal and iol implantation. The density of the cataract was listed as ¿normal.¿ the case was completed with delays. This investigation will serve as patient three. The customer restored the initial bottle height, and rebooted the system. The memory in the system switched to registrar settings, with limited success. The field service engineer suggested this could be an issue with the footswitch. However, there is no request for service on the system listed for this time frame. Additional, related information was requested but was not obtained. The operators manual states if the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. The operators manual also warns the use of non-alcon surgical reusable or disposable I/a handpieces that do not meet alcon surgical specifications, or use of an alcon handpiece not specified for use with the system, may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Exceeding the recommended level of 100 mmhg with a 0.5 mm or larger I/a tip may cause anterior chamber shallowing and/or incarceration or tearing of the posterior capsule. Anterior chamber stability is primarily influenced by the balance between influx of irrigating fluid and its efflux through the main corneal incision and side ports. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase and or chamber collapse. As the patient¿s medical or ocular history were not provided, it is unknown if the patient had preexisting comorbidity that would predispose chamber instability or intraoperative floppy iris syndrome (ifis).¿ the customer called the company representative to assist with troubleshooting. The customer ordered a replacement footswitch, as the footswitch was suspected to have contributed to the reported aspiration issue. The system was manufactured on august 25, 2005. Based on qa assessment, the product met specifications at the time of release. The customer ordered a new footswitch. However, the system and footswitch were not tested by the company representative. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on october 21, 2015. The associated system was manufactured on august 25, 2005. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The footswitch was connected to a calibrated system and tested. No problem was found related to the reported event. The footswitch was then connected to the footswitch tester and tested. No problem was found related to the reported event and the footswitch met specifications. No problem was found with the returned footswitch related to the reported event. Therefore, the root cause cannot be determined conclusively the manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative stated that the surgeon advised that it was sudden bottle drop, not vacuum or power modulations that caused the issue of the anterior chamber collapse.